Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic /abdominal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hyst. (Full)). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received events " pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy, headaches" were added. Lab data was added. Reporter, patient information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.